Manufacturer narrative:
The insulin pump alarmed motor error during basic occlusion testing due to faulty force sensor resistor. No compromised force sensor system alarms noted during testing. Prime test and occlusion test were not performed due to the alarms. The motor was tested outside of the insulin pump and it passed. The insulin pump had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window, reservoir tube cracked, and cracked reservoir tube window.

Event description:
It was reported that the customer received two compromised force sensor system alarms. Her blood glucose level was 138 mg/dl. The drive support cap looked indented. She was advised to disconnect from the insulin pump and revert to a back up plan. The product was returned. Nothing further to report.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.